Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead replacement procedure due to migration. The explanted lead was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.